Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a difference between sensor glucose and blood glucose values. The customer was treated with a carb intake. The event involved product(s) mmt-7040ma, mmt-342 , mmt-431aj, mmt-1884. Troubleshooting was performed for sensor glucose and blood glucose, and the insulin delivery was not suspended. The customer reported a blood glucose value of 47 mg/dl. The customer reported a sensor glucose value of 90 mg/dl. The customer noticed that the difference between sensor glucose and blood glucose was more than 30%. Troubleshooting was performed for low blood glucose, and the customer uses the insulin pump system within 48 hours of a reported low blood glucose event. The auto mode/smartguard feature was active at the time of the low blood glucose event. No further patient complications were reported. The customer will discontinue using the sensor. Mmt-7040ma was requested, and the customer's response was that the device would be returned. No product return is required for mmt-342. No product return is required for mmt-431aj. No product return is required for mmt-1884.